Event description:
It was reported that the patient implanted underwent a surgical procedure to remove this malleable penile prosthesis (mpp) due to urethral erosion. It was noted the patient's device was implanted during a previous revision due to infection involving a competitor device. It is believed the erosion occurred as a result of the original infection secondary to very inflamed and fragile tissue. The patient was well following the procedure and will remain in the hospital for several days for observation and to receive antibiotics. Additional information was received indicating the patient completed their treatment of antibiotics and was discharged. It was noted the patient will likely undergo a procedure to implant a new device at a later date.